Event description:
L5 - s1 posterior fusion. Driver stripped when surgeon was inserting screw into patient. After the driver stripped out, the inner silver lining of the screw came out. This was not discovered until the end of the case when he (surgeon) went to put the locking caps on. That screw had to be removed and a new screw had to be inserted. Process took 45 extra minutes. No patient injury. There was another driver that was available. Surgery was completed as expected.

Manufacturer narrative:
Device will be returned to manufacturer for evaluation. (B)(4).